Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states they inserted multiple new batteries and insulin pump keeps receiving battery failed alarm. Customer states the contacts on the battery cap was not missing or damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Advise customer to wait at least 30 seconds and then insert a new fully charged battery. Customer did not receive a battery failed alarm. Customer cannot get pump to respond customer could not get display to return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly on electrical board. Unable to verify failed battery test alarm due to blank display.